Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The root cause of the previous investigation has not changed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g4, g7, h2, h3, h6, h10. Reported event was unable to be confirmed due to limited information received from the customer. A review of complaint history found no additional related issues for this item and the reported item and lot combination. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as it has been discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient was implanted with equivabone approximately two (2) months ago. Approximately two (2) weeks post-implantation, patient started experiencing symptoms of osteomyelitis and had it removed the day the symptoms appeared.